Manufacturer narrative:
B4:(B)(6) 2021. The field service engineer replaced the battery and the issue was resolved. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
Date of report: 14jul2021. There was no patient involvement.

Event description:
The customer reported the ventilator alarmed ¿check vent battery failed¿. There was no patient involvement. The remote service engineer advised the customer to replace the battery or the cpu board. Further information is pending.